Event description:
The user received a questionable testosterone ii result for one patient sample. The initial result was <0.42 nmol/l and the repeat result was 5.42 nmol/l. No information was provided to determine if the erroneous result was reported outside the laboratory or if the patient was adversely affected. The testosterone reagent lot number and expiration date were not provided.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6).

Manufacturer narrative:
The field service representative found the ohmic resistance between the reagent carousel plate and ground was too high at 9 ohms. Also the same resistance between the sample disk and ground was 10 ohms. This caused excessive static buildup on the carousels which interfered with the capacitive liquid level detection (lld) which in turn caused aspiration problems. He stretched the spring under each carousel in order to bring both ohmic resistance values down to below 1 ohm and to have a low resistance path for static buildup to flow away from the carousels to ground. This was a potential cause of the event.

Manufacturer narrative:
Additional information was received stating the patient was (B)(6). The incorrect testosterone result was reported outside the laboratory. The patient was not adversely affected. A specific root cause could not be determined. Calibration and quality control data are within expectations. No reagent issue is evident. Based upon information provided, the customer was not following the sample tube manufacturer's recommendations for sample centrifugation. This is a possible root cause for this event.